Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator triggered non sustained right ventricular oversensing episodes due to ventricular oversensing following the implant. Programming changes were completed and issue was resolved. Patient experienced no symptoms throughout.